Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portions of the drivelines did not confirm an issue that would have contributed to the reported low speed and pump stop events. Although a specific cause could not be conclusively determined during this evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log files appeared to be consistent with potential driveline wire compromise. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported dehydration could not be established. Four system controller log files were submitted for evaluation. The log files collectively contained data from (B)(6) 2021, per the timestamps. Several pump stop and low speed events were captured throughout the log files while the patient was connected to both the power module and 14v batteries. Motor stopped alarms were captured during the pump stop events, and the abnormal pump operation was associated with low speed operation, low speed advisory, low speed hazard, and low flow hazard alarms. Some of these events were also associated with elevations in pump power up to 25.5 watts. A distal-end driveline replacement was performed on (B)(6) 2021 and approximately 18.5¿¿ of the external portion/distal-end was returned for evaluation. A second distal-end driveline replacement was performed on (B)(6) 2021 and approximately 28.5¿¿ of the external portion/distal-end was returned for evaluation. The two returned driveline portions were tested for electrical continuity in the condition that they were received, and all wires were found to be electrically intact. Visual inspection of the wires of both replaced driveline portions revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. Following the visual inspections, both drivelines were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The tests did not reveal any areas of current leakage in the insulation of any of the driveline wires. The account reported that following the second repair, the patient experienced additional low speed and pump stop events on a grounded patient cable. The patient was issued a non-grounded cable to use at home. The patient remained ongoing on heartmate ii lvas, serial number (B)(6) until (B)(6) 2022 when the patient was seen for additional pump stop events and ultimately underwent a pump exchange on (B)(6) 2022 for suspected driveline damage. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C and the heartmate ii patient handbook rev. C are currently available. Section 1 of the IFU lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced low speed advisories. The patient was taking too much of their diuretics and was dehydrated. Log files revealed the patient had low speed advisory events on (B)(6) 2021 at 10:35am-10:47am until the patient was placed back on battery power. Short to shield of the percutaneous lead was suspected. A percutaneous lead distal end replacement was performed on (B)(6) 2021. After repair, speed reductions were observed on the grounded patient cable, indicating the percutaneous lead repair was not successful. Phase to phase was now suspected. A second log file review revealed pump stops on (B)(6) 2021 while the patient was connected to batteries. Log files also captured two no external power events on (B)(6) 2021 that seemed to be from the patient simultaneously disconnecting power from both controller leads. An additional percutaneous lead repair was performed on (B)(6) 2021. On (B)(6) 2021 the patient experienced a pump stop event. Log files confirmed a pump stop event on (B)(6) 2021 at 1:09pm followed by a speed reduction at 1:10pm. These were likely caused by a short-to-ground shied event. The patient was placed on an ungrounded patient cable for use at home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced low speed advisories. The patient was taking too much of their diuretics and was dehydrated. Log files revealed the patient had low speed advisory events on 2(B)(6) 2021 at 10:35am-10:47am until the patient was placed back on battery power. Short to shield of the percutaneous lead was suspected. A percutaneous lead distal end replacement was performed on (B)(6) 2021. After repair, speed reductions were observed on the grounded patient cable, indicating the percutaneous lead repair was not successful. Phase to phase was now suspected. A second log file review revealed pump stops on (B)(6) 2021 while the patient was connected to batteries. Log files also captured two no external power events on (B)(6) 2021 that seemed to be from the patient simultaneously disconnecting power from both controller leads. An additional percutaneous lead repair was performed on (B)(6) 2021. On (B)(6) 2021 the patient experienced a pump stop event. Log files confirmed a pump stop event on (B)(6) 2021 at 1:09pm followed by a speed reduction at 1:10pm. These were likely caused by a short-to-ground shied event. The patient was placed on an ungrounded patient cable for use at home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.